Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring in (B)(6) 2011). The device was received. Investigation is not yet complete. A follow-up report will be submitted will all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon, consistent with being advanced over a guide wire and into the introducer sheath as reported. There was no contrast visible. The stent implant was not returned. The balloon was tightly folded with crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The sds was returned inside a non-abbott introducer sheath with a tuohy-borst sidearm. The tuohy-borst side arm was tight (closed) on the sds. The shaft was pinched 48.5 cm distal to the strain relief tubing where the tuohy was tightened on it. The distal end of the sds was 1 cm distal to the sheath. There was no other damage noted to the sds. Potential factors for resistance with an introducer sheath include, but are not limited to, incorrect size sheath used, damage to the stent or damage to the introducer sheath. In this case, the stent was not returned; therefore the actual outer diameter of the crimped stent on the balloon could not be measured. However, after loosening the tuohy on the sidearm, the sds was advanced then removed from the non-abbott sheath without any resistance. It may be possible that the valve was not fully opened prior to advancing; however, this could not be confirmed. It is likely that the stent dislodged as a result of the reported resistance. It may also be possible that the introducer sheath was undersized causing the difficulties. The label for this product recommends a minimum inner diameter sheath size of 2.20 mm. The reported resistance could not be confirmed on the returned unit and a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no other incidents for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). Correction to (type), (common device name), and (PMA/510(k)#).

Event description:
It was reported that during an interventional procedure in the subclavian artery, as the omnilink elite stent delivery system (sds) was being advanced through the non-abbott sheath, a little resistance was felt and after approximately 2 cm of the tip exited the distal end of the sheath, the sds could not be advanced any further. The sds could not then be retracted back through the sheath for removal. The sheath and sds were removed as one unit. Another omnilink elite stent delivery system was successfully used. There was no adverse patient effect. Though requested, no additional information was provided.